Event description:
Patient receiving thrombectomy and graftogram. During the third pass, the md encountered difficulty deflating the balloon. Balloon was ultimately deflated after repeated attempts to aspirate the contrast material using the attached syringe. Upon visual inspection, the balloon appeared to be ruptured with a portion of the balloon missing. The possibility of retained balloon remnants within the graft could not be excluded. The patient was made aware. There was no complaint of chest pain or dyspnea. The graft had a good pulse and thrill. The radial pulse was present and unchanged. The patient was discharged in stable condition. The device was retained and all remaining devices were removed from stock. The device representative was contacted and an internal incident report was filed. The retained device, along with the removed stock, is to be returned to the manufacturer. Patient resides in a skilled nursing facility and arrived to our center via a stretcher. FDA safety report ID # (B)(4).